Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was peeled off. In addition, the following reportable malfunctions were identified during the device evaluation: the probe was broken off at 14.61 mm from its distal end, broken probe tip was returned to olympus a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the thunderbeat pad partially detached. The issue occurred during a therapeutic procedure. The procedure was successfully completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.